Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 180 units of insulin. The customer¿s blood glucose level was 507 mg/dl which was addressed with a manual injection. Multiple attempts were made by tandem technical support to obtain the customer's back up insulin therapy; however, all were unsuccessful.